Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has reported that her philips bipap device has been emitting black particles, which she claims have entered her lungs. This issue first occurred in 2009, and the patient states that since then, she has been hospitalized every six months. She mentioned that she regularly cleans the device with alcohol, changes the filters, and allows the device to run for 5-10 minutes to dry out. The patient also stated that her sleep apnea has worsened over time, and she required open-heart surgery due to heart clots, which she attributes to using the philips bipap device. Additionally, the patient alleged that she was provided with four replacement devices by her durable medical equipment (dme) supplier, all of which were recalled units. She claims these devices also emitted particles that entered her lungs. No further information was provided about these devices. As a result of her condition, the patient now requires oxygen and nebulizer treatments four times a day. She underwent open-heart surgery, during which 13 stents were placed to address blockages in her heart. The patient attributes all of these health issues to the use of the recalled philips device. Currently, the patient's condition is described as fair, although she is receiving hospice care. She also mentioned being involved in a class action lawsuit against philips, though she was uncertain which specific lawsuit it was. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has reported that her philips bipap device has been emitting black particles, which she claims have entered her lungs. This issue first occurred in 2009, and the patient states that since then, she has been hospitalized every six months. She mentioned that she regularly cleans the device with alcohol, changes the filters, and allows the device to run for 5-10 minutes to dry out. The patient also stated that her sleep apnea has worsened over time, and she required open-heart surgery due to heart clots, which she attributes to using the philips bipap device. Additionally, the patient alleged that she was provided with four replacement devices by her durable medical equipment (dme) supplier, all of which were recalled units. She claims these devices also emitted particles that entered her lungs. No further information was provided about these devices. As a result of her condition, the patient now requires oxygen and nebulizer treatments four times a day. She underwent open-heart surgery, during which 13 stents were placed to address blockages in her heart. The patient attributes all of these health issues to the use of the recalled philips device. Currently, the patient's condition is described as fair, although she is receiving hospice care. She also mentioned being involved in a class action lawsuit against philips, though she was uncertain which specific lawsuit it was. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.